Manufacturer narrative:
The device was returned to olympus for evaluation and it was found that the image flickered occasionally due to a faulty cable and the pin at the adapter was broken and could not be locked or released. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus that the camera head image flickers due to a cable failure and the lock cannot be released due to a broken adaptor card. The issue was found during a therapeutic fibroid removal procedure, that was completed with the same equipment without delay. The patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image flickered due to a communication failure caused by a failure of the cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.